Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- e, f, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that advised by family member that she thought the foley catheter balloon had split, on inspection the balloon was deflated. The patient had catheter inserted previous day and this other catheter had expelled as no incident cannot assume this had issue with balloon also. New catheter inserted, used team supplies. Batch b3 010802 and unfortunately the catheter wasn¿t retained by the nurse.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that advised by family member that she thought the foley catheter balloon had split, on inspection the balloon was deflated. The patient had catheter inserted previous day and this other catheter had expelled as no incident cannot assume this had issue with balloon also. New catheter inserted, used team supplies. Batch b3 010802 and unfortunately the catheter wasn¿t retained by the nurse.